Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Manufacturer attempted contacted customer with multiple follow up phone calls; unable to talk to customer.

Event description:
(B)(6), a diabetes educator, emailed us on behalf of several customers. She states that she has to poke the children 4 to 5 times in order to get a blood glucose reading with the true metrix meter due to an e-0 error message. One of the events during an education session the child seems to be exhibiting signs of hypoglycemia which puts a type 1 diabetic at immediate grave risk for passing out and seizing. We tried up to 4 times to get a reading with the child's meter that we provide on day 1 of education and could not get a reading. We had to hurriedly get the hospital acucheck meter to get a result. The child was in fact low at around 40 needing immediate intervention. Parents are complaining that it is taking multiple attempts for blood sugar readings. What this means is that they have to poke their child up to 4-5 times with each attempt to measure the child's blood sugar reading. As a result, they are putting the child through multiple pokes. When they finally get a reading, they are not certain that the number appearing on the meter is accurate. Should they be dosing their child with insulin and if so, how much? This could cause a dangerously low blood sugar if the child did not, in fact, need insulin. Also, they are running out of strips which the insurance companies will not cover for extra strips. I have witnessed, while providing education to newly diagnosed diabetic children in the hospital, the same. What I have seen (as well as other rn's providing education), is when applying blood to the strip, there is a gap in the strip where the blood hesitates to be absorbed, an err code will appear on the meter, and then the blood fills the entire strip. The error codes vary. So, need to start again to attempt to get a blood sugar reading. The problems seem to be with the strip and not the meter.